Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that late stent thrombosis occurred. In (B)(6) 2017, a 2.75 x 24 synergy drug-eluting stent was implanted into the patient. No patient complications were reported. In (B)(6) 2018, the patient had a subsequent heart catheterization and it was noted that stent thrombosis had occurred.